Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 440 mg/dl with symptoms of a headache and nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that there were air bubbles in the cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of air bubbles in the cartridge.